Manufacturer narrative:
A2-a6) patient information - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H3) the device was discarded; thus no investigation could be completed. H6) embolism and re-occlusion are known risks of complication with use of the turbo-elite device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a slightly calcified plaque lesion in the distal superficial femoral artery (sfa) and proximal popliteal artery. A spectranetics turbo-elite laser atherectomy catheter was used to treat the patient. After treatment, imaging showed what appeared to be dislodged plaque that had embolized. A filter and balloon were placed to capture the embolism, and the filter was removed from the patient. At this time, it was noticed that there was further embolization in the tibioperoneal (tp) trunk; therefore, a medtronic spiderfx embolic protection device was used to capture and remove the embolism. Once removed, the tp vessels were filling properly. However, later that week, the patient returned for follow-up, and ultrasound detected that the patient had re-occlusion, which was larger than the original treatment site. The pedal vessels were showing very little blood flow; thus, a stent was placed, and the patient was scheduled for surgery at a later date. This report captures the turbo-elite in use in the area where an embolism and re-occlusion occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.